Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft etlw1620c93ee was intended to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2026.  It was reported during the index procedure, during device prep, when flushing, fluid passed into the shaft. Then when attempting to insert a rigid guide into the delivery system the guide would not advance into the device shaft described as a ''sort of step that hindered the advancement of the guide''. The procedure was completed by implanting a replacement limb etlw1616c93ee and a etc3232c49ee.  Per the physician the cause was defective device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was clarified that the hole where the liquid passes was obstructed-damaged, it had a step. It was noted the device was inspected prior to use with no issues seen and the IFU followed during flushing. The cuff that was implanted was pre planned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. Kinks were observed to the graft cover and at the stent stop. When flushed, liquid was observed filling the graft cover and a small amount exited the distal graft cover. The stent graft deployed with no issues. A kink was observed to the inner member at the stent stop and a leak observed at this site. An in-house guidewire could not advance through the kinked sections of the device. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.